Manufacturer narrative:
Corrected data: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The lens was not returned to the manufacturer for evaluation as the lens remains implanted to date. The reported complaint can't be verified. A manufacturing record review (mrr) was performed and the lens was manufactured according to specifications. Sterilization records were also reviewed and no deviations were found that affects the sterility of the device. The results for the environmental monitoring were reviewed and were found within specifications. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zcb00v, was implanted into the left eye of a (B)(6) female patient, the surgeon observed uveitis. According to the surgeon, the uveitis is a hypersensitive reaction to the lens. Predonine (steroidal anti-inflammatory drug) and clavit (antibacterial agent) were prescribed. No further information was provided.

Manufacturer narrative:
Additional information: returned representative samples were tested for leachables. A spectroscopic evaluation confirmed no evidence of any extraneous chemicals in the returned lenses. All pertinent information available to abbott medical optics has been submitted.